Manufacturer narrative:
(B)(4). Follow up: it was reported there was an observed artifact inside of the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe barrel with three dark colored specks. From the photo, it is not possible to confirm whether the specks are embedded. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 4285686. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.

Event description:
Material#: 309653. Batch number#: 4285686. Verbatim#: during sterile compounding in pediatric pharmacy IV room, technician observed artifact inside of a bd 50ml IV syringe being used to a patient-specific dose. Three areas noted and circled on the barrel by the technician and escalated to the pharmacist. Initially thought that marks were from the gradations on the exterior of the barrier, but on inspection the artifact appears to be inside the barrel where it would be exposed to sterile product intended for IV infusion. Syringe has been sequestered in the pediatric pharmacy. The dose was remade in a different syringe and did not reach the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.